Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ni. Detailed description of event: "bag came off completely from the holder when inserting into the patient. Actual bag was not available but package is included." "When the investigation has completed, please provide healthtrust with a copy of the final letter in order to close out the ticket in the healthtrust database." Additional information was received via telephone on 02aug2019 from hospital: the device was discarded after the case. The report form was completed on 11jul2019. The event date is unknown. No further information is known at the time. Type of intervention: ni. Patient status: ni.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: ni. "Bag came off completely from the holder when inserting into the patient. Actual bag was not available but package is included." "When the investigation has completed, please provide healthtrust with a copy of the final letter in order to close out the ticket in the healthtrust database." Intervention: ni. Patient status: ni.